Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 8 months post implant of this 21 mm aortic bioprosthetic valve, it was explanted and replaced with a 23 mm full aortic root bioprosthetic valve. The valve was replaced due to severe symptomatic stenosis with a mean gradient greater than 40 mmhg. Visual examination of the valve revealed calcification in all three leaflets. It was reported that the leaflets were "quite stiff and inflexible". The patient tolerated the procedure well and no additional adverse patient effects were reported.